Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Additional initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon catheter intra-aortic balloon (iab) had a malfunctioning inner lumen catheter that failed to produce a proper arterial waveform on the bedside monitor. Despite correct interfacing and a functioning fo cable, the inability to aspirate blood suggests a possible catheter occlusion or malfunction. The inner lumen was subsequently taken out of use to prevent any risk to the patient. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), a cicu rn, called for assistance with interfacing the inner lumen catheter to the bedside monitor. She reported that the inner lumen had displayed a flat arterial waveform since the patient arrived in the ICU the previous day, while the pump continued to provide an appropriate arterial waveform via the fiber optic cable. A screenshot confirmed the correct interfacing cord was in use. (B)(6) attempted to aspirate but was unable to obtain blood. The esp representative instructed her to remove the pressurized fluid-filled bag and transducer set, cap off the inner lumen, and place a note stating, ¿do not use the inner lumen.¿ product surveillance information was collected, and no patient harm or injury was reported. Based on the description, the probable root cause appears to be inner lumen occlusion or blockage preventing blood aspiration and accurate arterial waveform transmission to the bedside monitor, while the fiber optic system continued to function properly. However, it is impossible to define a root cause since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.